Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call, the insulin pump had alarmed button error, none of the buttons are not responding. Customer's blood glucose was 3.4 mmol/l. The battery was changed and the anomaly persisted. The buttons weren't pressed for longer than three minutes. The device was not dropped or bumped. Customer was advised the device needed to be replaced. The device is returning for analysis.

Manufacturer narrative:
The insulin pump had an intermittent buttons due to moisture damage on the keypad traces. No button error alarms noted. The insulin pump was received with cracked case on the display window corners, cracked battery tube threads, minor scratches on display window and stained end cap sticker.